Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: va1dtjb, implanted: (B)(6) 2017, product type: lead. Product ID: 3889, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Ins is reported removed. Unrelated pelvic MRI needed but x-ray shows lead in place. There were no further patient complications are anticipated or expected as a result of this event. Additional information was received from the healthcare provider (hcp). The hcp reported that the lead was not left in place intentionally. No further complications were reported.